Event description:
It was stated that the customer was hospitalized for diabetic ketoacidosis. The reported blood glucose reading at the time of the call was 588 mg/dl. Troubleshooting was performed and the insulin pump was programmed correctly. The insulin pump passed the prime test, but the customer didn't have the tubing clamp for the high pressure test. It was stated that the customer began taking new medication on the day prior to the event. However, he had been experiencing high blood glucose levels for days prior to that. Nothing further was reported.

Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.